Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who didn't know the cause of the intermittent stimulation or intermittent shocking. The actions/interventions taken to resolve the intermittent stimulation or intermittent shocking were the battery was replaced/old device was explanted. The intermittent stimulation or intermittent shocking has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
See also manufacturer¿s report# (B)(4). Parts of this event were merged into this current MDR. All further information will be reported under this current MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the fluid short occurred one year ago. This has all been taken care of per speaking with technical services when it first started. They would have all the reports and information needed. Patient's device was sent in and everything with his battery replacement. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient was in a car accident in (B)(6) 2017 where the patient had whiplash and it didn't appear the ins was directly affected. Since the accident the patient has had increased pain and they only feel stimulation their legs unless they massage the ins near the header block and then they will feel stimulation in their low back as well. The caller stated when the patient stops massaging the ins, they will fell stimulation for a little while longer, but then is goes away and pain returns. The caller stated prior the accident, the patient was doing great with therapy and was receiving coverage in low back and legs at around 1.6v and now they have to keep it around 3.5v. The caller reported that the patient feel like stimulation shorts in and out and noted that when the ins is off completely the patient's pain does return. The caller also indicated the nurse reviewed with the patient that they will likely have soreness due to their car accident and this would be treated as an acute issue given that the x-ray and MRI looked fine, it appeared the leads have not moved and nothing looked damaged. The caller stated they also ran an electrode impedance and everything ranged from around 900-1400 ohms but this was just with reference electrode 0. The caller didn't check other reference electrodes or run group impedance. The caller also stated the patient did not mention any changes in recharging interval. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was using group c with 2 anodes and 2 cathodes with a group impedance 490 ohms. The rep switched the patient to group h with one anode and one cathode with group impedance of 940 ohms. The patient indicated that the stimulation had been turning on and off by itself but has been doing well with the charging. The rep said the ins was orientated but was not assigned so they deleted the adaptive stimulation all together. The patient also reported a intermittent shocking sensation at the ins pocket site; with stimulation off, the patient did not report any shocking sensation when palpating the pocket site, however, with the stimulation on, the patient did report shocking sensation when palpating the pocket site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that a rep met with the patient on (B)(6) 2018 and an impedance check was performed. The report was given to a nurse. The patient is now being referred to a neurosurgeon. The rep believes the plan will be to do surgery and take the leads out wipe them down and put them back into the battery or replace the battery all together. No appointment has been made yet. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis #(B)(4):analysis information -- 2018-06-29 14:02:02 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, a connector block leakage test was performed and normal impedences were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.